Manufacturer narrative:
The mask was returned to resmed for an extensive engineering investigation. The investigation methods, results and conclusion are not finalized at this stage. If more information is available, a supplemental report will be submitted. The mirage quattro user guide provides the following warning: - "do not use aromatic-based solutions or scented oils (eg, eucalyptus or essential oils), bleach, alcohol or products that smell strongly (eg, citrus) to clean any of the mask components. Residual vapors from these solutions can be inhaled if not rinsed thoroughly. They may also damage the mask causing cracks." Resmed reference#: (B)(4). H3 other text : device received, investigation pending.

Event description:
It was reported to resmed that the anti-asphyxia valve flap of a mirage quattro full face mask allegedly dislodged and flew in the patient's face the first night the mask was used. The patient had reportedly wiped the mask inside of the cushion with a wet wipe before first use. There was no patient harm or a serious injury reported as a result of this incident.

Manufacturer narrative:
The mask was returned to resmed for an investigation. Visual inspection identified that the anti-asphyxia valve flap was physically torn apart from the base of the clip of the elbow, an indentation mark at the location near the tear, multiple indentation/abrasion marks and physical damage marks on the internal edge of the elbow body, indentation/scratch marks on the anti-asphyxia valve, and the mask was heavily soiled with contamination. The investigation determined that the reported complaint was due to physical abuse. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that the anti-asphyxia valve flap of a mirage quattro full face mask allegedly dislodged and flew in the patient's face the first night the mask was used. The patient had reportedly wiped the mask inside of the cushion with a wet wipe before first use. There was no patient harm or a serious injury reported as a result of this incident.